Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint iw930 infant warmer was received at our fisher & paykel healthcare (fph) office in (B)(4), where it was inspected by a trained fph technician. Photographs were supplied to fph (B)(4). Results: visual inspection of the supplied photographs revealed crack lines at the dome portion of the heater head and at the head label. Chipping and crazing was also noted on the heater head. The subject infant warmer was released for distribution on 4 november 2005 and is thus already a more than ten year old unit. Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer had a cracked warmer head and requested that the unit be serviced. No patient consequence was reported.